Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer experienced fear and panic due to their adc device not working. The customer had contact with a healthcare professional (hcp), wherein their blood glucose level was measured (unspecified result), and oral glucose was provided for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer experienced fear and panic due to their adc device not working. The customer had contact with a healthcare professional (hcp), wherein their blood glucose level was measured (unspecified result), and oral glucose was provided for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. The reader was visually inspected and observed damaged reader. The reader was partially de-cased and observed a crack on the side of the casing. Reader did not powered on with the button, strip, or usb cable insertion. Reader was connected to computer and software however did not recognize the reader. The returned reader was further investigated and de-cased. Visual inspection has been performed on the returned reader and no issue was observed. Nxp processor was present. Returned battery was measured. Reader placed into the readers pcba(printed circuit board assembly) test fixture and applied pressure to the cpu. Reader turned on and observed battery was charging. A further extended investigation was performed on the returned reader. A visual inspection was performed on the returned reader; observed crack to the front casing. In phase 1 also observed the returned reader is partially de-cased indicating that the reader was exposed to highly impactful falls multiple times. Reader did not powered on with the button, strip, or usb cable insertion. The reader was de-cased in phase 2. A visual inspection was performed on the returned reader; no issue was observed. Nxp processor was present. Returned battery was measured. Reader placed into the readers pcba(printed circuit board assembly) test fixture and applied pressure to the cpu. Reader turned on and observed battery was charging. Product quality engineering (pqe) allowed to charge up the returned battery using reader fixture. Pqe attempted to turn on the returned reader again without utilising reader fixture, reader did not powered on with the button, strip, or usb cable insertion. The cpu connection has been affected by anything that had caused the reader to be partially decased and with a front casing cracked therefore this is a user error. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.